Event description:
A pt reported experiencing inaccurate erratic results with an ot profile meter. The pt's blood glucose results were 23.2 mmol and 6.3 mmol. Tests were done within 20 minutes with a difference of 101%. Pt did not experience any adverse events. No further info has been reported.